Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma - late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right implant with lobulated contour, with thin periprosthetic liquid laminae."

Event description:
Patient reported "right implant with lobulated contour, with thin periprosthetic liquid laminae." Device remains implanted.